Manufacturer narrative:
The in-house biomed tested the injector and it performed to medrad specifications. The site was then offered a system svc check of the avanta injector by a medrad field svc rep. The site declined the svc check, citing that the in-house biomed team checked the injector and found it to be operating properly. The staff has continued to use the injector since the reported event without issue. The disposables that were in-use during the reported event were discarded by the customer. In addition, the lot numbers of the disposables are unk; therefore, no further investigation of the disposables is possible. Additional clinical application training for the avanta sys was completed (B)(4) and (B)(4) 2011. During training, the site indicated they will be instituting some new safety protocols into their process.

Event description:
(B)(4).